Event description:
The customer opened his new contour next ez meter kit and found the cap open on the sample bottle of test strips. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.